Event description:
It was reported the customer experienced elevated blood glucose levels (400 mg/dl). Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a follow up report will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.